Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim programmable valve was blocked after implantation and was revised. The valve (ns9008) was implanted to the patient via lp; however, date of implant and initial setting are unknown. It was reported that the valve obstruction was occurred. The revision surgery was performed, and ns9008 was implanted. The surgeon commented that it seems that living tissue caused obstruction. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no issues found. The catheter was irrigated, no occlusions noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure teste; no issues found. A review of manufacturing records found that the device confirmed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.